Manufacturer narrative:
Film evaluation summary: the reported distal type I endoleak within the right iliac was confirmed; however, the exact cause of the endoleak could not be determined from the returned films. The anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. A likely distal type I endoleak was observed outside the flared right limb. It appears that continued disease progression via the reported iliac artery dilatation most likely contributed to the distal type I endoleak. The cause of the left limb occlusion could not be determined from the returned film report. It is possible that placement of the left limb into the angulated left common iliac, with a potential stent graft compression/kink and resulting flow restriction, may have led to the occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
On 02-dec-2021, additional information received: it was confirmed an unknown reintervention was completed in 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm abdominal aortic aneurysm. It was reported that on follow up CT 5 years later, dilation of the distal right common iliac artery was noted with a type ib endoleak. As per the physician, the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.